Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). A diagnostic data analysis indicated that the high-power consumption was due to persistent atrial fibrillation (af) sensing and increase in right ventricular (rv) pacing percentage. Boston scientific technical services (ts) suggested reprogramming the device to decrease the current drain. To date, the device remains in service. No adverse patient effects were reported. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the b5: describe event or problem for more information regarding the specific circumstances of this event. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the b5: describe event or problem for more information regarding the specific circumstances of this event. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). A diagnostic data analysis indicated that the high-power consumption was due to persistent atrial fibrillation (af) sensing and increase in right ventricular (rv) pacing percentage. Boston scientific technical services (ts) suggested reprogramming the device to decrease the current drain. To date, the device remains in service. No adverse patient effects were reported. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). A diagnostic data analysis indicated that the high-power consumption was due to persistent atrial fibrillation (af) sensing and increase in right ventricular (rv) pacing percentage. Boston scientific technical services (ts) suggested reprogramming the device to decrease the current drain. To date, the device remains in service. No adverse patient effects were reported.